Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular angiogram the catheter tip detached within the patient's left common iliac artery. The physician had acquired retrograde access through the patient's right femoral artery and was manipulating the catheter over an .035 stiff guide wire when the tip separated and remained on the wire. The physician then upsized the sheath for a larger 6f peripheral sheath in order to safely remove the guide wire, sheath, and fractured tip all at once. Another catheter was used to successfully complete this procedure.

Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause is unknown but most likely was attributed to significant force being applied to the device during use. A search of the complaint database found one similar complaint for this lot number from the same customer. The device history record was reviewed and no exception documents were found.